Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks and a rubbed through insulation on the distal part of the lead which can be considered the root cause of the reported inappropriate shock delivery. The characteristics of the damages indicate interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore extraction damages were found during the inspection of the lead, such as cuts in the insulation with blood infiltration, a deformed shock coil and a fractured conductor cable to the ring electrode. Apart from the fractured conductor cable to the ring electrode, the electrical analysis did not show further peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was explanted because of lead fracture with inappropriate shocks. There was no mention of a system replacement at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.